Event description:
A coaccess electrode was being used for therapeutic ablation in 2005. The insulation was peeled off during the procedure. Another unit was used instead. Refer also to MDR 6000037-2005-00054 which was used during this same procedure.